Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in one inappropriate shock to this patient. This patient was brought into the office in an attempt to recreate the noise in secondary vector and not much could be. Primary vector exhibited noise. Secondary vector was then programmed, and x ray imaging was ordered. Technical services (ts) discussed possible causes of the noise including under insertion of the electrode, fracture or loose set screw however nothing has been confirmed at this time. This s-ICD remains in service. No adverse patient effects were reported.